Manufacturer narrative:
(Exemption number e2015033). (B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient has no sound percept with the device. External parts have been changed without improvement. Family reports no incident of accident or trauma.

Manufacturer narrative:
(Exemption number e2015033). (B)(4). Additional information: according to the currently available information, it appears that there is a problem with the active electrode, possibly caused by broken wires due to an external mechanical impact. However, to determine an exact root cause a device investigation of the explanted device is necessary. A date for re-implantation has not been made available so far. This is a final report.

Event description:
The patient no longer has any sound percept with the device. External parts have been changed without improvement. Re-implantation was suggested by clinical support but no further contact has been established with the patient.

Manufacturer narrative:
Med-el elektromedizinische geraete gmbh and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure, even though no such causal event like an accident is mentioned in the patient report. This is a final report.

Event description:
The recipient no longer has any sound percept with the device. External parts have been changed without improvement. No accident or trauma has been reported. The recipient was re-implanted.